Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be poor electrical conductivity. The defect is often caused by wear and tear, which results in the wires in the cable breaking due to frequent use and repeated strong bending or tensile loads, leading to a loss of electrical continuity. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high frequency electrosurgical unit had unstable electrical current flow. In some instances, the electrical current flow was successful, but an error e006 occurred due to a broken cord, causing the electrical current circuit to be interrupted. The issue occurred during the therapeutic transurethral resection procedure, which was completed using a similar device with saline. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.